Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of potentially associated lot numbers will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13l26048 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned , therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. One day following onset, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated for the peritonitis with vancomycin, (ip) intraperitoneally (dose, frequency not reported). Six days after being admitted to the hospital, the pt was discharged. At the time of this report the peritonitis was resolving, the pt was recovering from the event, and dianeal therapy was ongoing. Additional information was requested but is not available.